Event description:
A 715 failure code was found during service at service shop. The facility's biomedical technician stated that they have no record of any pt incident involving the pump since the last service event.